Event description:
It was reported that this device delivered one inappropriate shock and anti-tachycardia pacing (atp) due to an episode of atrial arrythmia with rapid ventricular response (rvr). This device remains in service. No additional adverse patient effects were reported.